Manufacturer narrative:
The reason for this revision surgery was due to poly swap. The previous surgery and the surgery detailed in this investigation occurred 10.5 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports associated with the product(s) that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to poly swap as the patient complaints. There are many factors that may contribute to the event that are outside the control of djo surgical are unbalanced joint, excessive range of motion, excessive load or torque, patient's age, patient activities and trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient was complaining so the doctor did a swap.